Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. A visual examination indicates that the balloon had been subjected to positive pressure prior to return. A visual examination indicates that the stent of the device had been deployed and was not received for analysis. It was specified that an attempt had been made to use this device during the procedure: however, there was no indication that the stent had been deployed. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found that the shaft polymer extrusion was kinked at various positions along its length. A visual and tactile examination found that the hypotube was severely kinked 78mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that shaft kink occurred. The 80% stenosed, 10x5mm target lesion contained <=45 degree bend and was located in the mildly tortuous and mildly calcified left main coronary artery (lm). Following predilation, a 12 x 4.50mm taxus¿ liberté¿ stent was selected for use to treat the lesion. During unpacking, the physician noted that the stent delivery system shaft was kinked about 10cm away from the hub. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the stent detachment/ separation.